Manufacturer narrative:
The investigation could not determine a specific root cause. It was noted that pre-analytical issues or insufficient maintenance of the instrument may have cause the event. However, this could not be confirmed with the information that was provided.

Event description:
The customer received questionable results for tina-quant hemoglobin a1cdx gen.2 whole blood application (hba1c) on one patient sample. On (B)(6) 2014, the initial result was 4.4%, which was reported outside of the laboratory. The result was questioned as the patient's a1c is generally higher and a repeat was requested. The sample was repeated on (B)(6) 2014 and generated a result of 9.4%. The customer deemed the repeat result to be the correct result and corrected the report. There was no adverse event. The lot number of hba1c reagent in use was 68602601, with an expiration date of 09/30/2014. The field service representative determined the cause of the issue was unknown. He performed a precision check. The system was operating according to specification.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.